Manufacturer narrative:
It was later reported that the device was explanted and returned for analysis.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon return to our quality assurance laboratory, this device underwent detailed analysis. It was verified that the device had declared eol due to long charge times. The device was put through and passed a series of automated tests, which verified the performance of defibrillation, pacing, sensing, and recording functions of the device. It was further concluded that the device behavior was consistent with a device exposed to magnetic resonance imaging (MRI).

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had declared end of life (eol) with a voltage of 3.16 v. The device revealed a fault code 01 with charge times of 45 seconds. The patient had requested to have the device removed and the physician was willing. Technical services discussed device behavior and possible causes. No adverse patient effects were reported.